Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with an afx bifurcated stent graft, an afx vela infrarenal, and three afx limb stent grafts to treat an abdominal aortic aneurysm (aaa). Approximately, 4 (four) years post initial procedure, a routine follow-up identified iliac aneurysm enlargement of 5cm and a type ib endoleak. Re-intervention was successfully completed with implant of ovation ix extender and two ovation ix iliac limbs occluding both iliac aneurysms.

Event description:
The patient was initially implanted with an afx bifurcated stent graft, an afx vela infrarenal, and three afx limb stent grafts to treat an abdominal aortic aneurysm (aaa). Approximately, 4 (four) years post initial procedure, a routine follow-up identified iliac aneurysm enlargement of 5cm and a type ib endoleak. Re-intervention was successfully completed with implant of ovation ix extender and two ovation ix iliac limbs occluding both iliac aneurysms. Additional information: during the investigation of this event, the type ib endoleak event is refuted, rather there was a type iiia endoleak of the infrarenal extension and iliac stent in the right common iliac artery. There was also separation of the bifurcated stent graft and iliac stent in the left common iliac artery without evidence of an endoleak.

Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type ib endoleak was refuted, rather there was a type iiia endoleak of the infrarenal extension and iliac stent in the right common iliac artery. Clinical assessment identified that there was also separation of the bifurcated stent graft and iliac stent in the left common iliac artery without evidence of an endoleak, the sac growth of the right common iliac artery is unconfirmed due to a lack of relevant and complete imaging provided. The most likely causation for these events is user and anatomy related due to the off label nature of the right common iliac artery (concomitant product use with snorkel and use of proximal extension in iliac artery) and aorta remodeling with increase in angulation. No procedure related harms were identified. The final patient status was discharged on the second postoperative day following a secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents device iteration is afx with duraply.